Event description:
It has been reported to philips that the footswitch was unable to trigger fluoroscopy. The device was in clinical use at the time of the event. The patient was moved to another room to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. The patient was moved to another room to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the footswitch was unable to trigger fluoroscopy. During troubleshooting, fse found that hand switch was stuck in the prep position and needed to be replaced. Fse replaced hand switch. After replacement the system was returned to use in good working order. The defective part was returned for analysis and investigation concluded that "visual inspection" mode of failure was found to be mechanical failure. When pressing the button, it mechanically gets stuck in the lower position. The main suspected failed component of the ¿handswitch¿. The codes were updated based on the investigation outcome.